Manufacturer narrative:
The balloon involved in this event is not manufactured by getinge, the complaint record is downgraded as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
New information was received on 30 dec 2024, which says, the balloon involved in this event is not manufactured by getinge.

Manufacturer narrative:
Due character limit e1 event site address (B)(6). Event site telephone- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iab therapy, the balloon ruptured and caused blood to flow back to the machine.